Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 28 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 28 june 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed that a portion of the sensor hydrogel was missing from the long end of the sensor, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps and was unrelated to the user's complaint. Functional testing is not expected to be impacted since there is still sufficient hydrogel over the optics. In-house testing of the returned sensor indicated chemical degradation in all four sensing areas, which is indicative of hydrogel oxidation and this likely contributed to the inaccuracies observed by the user. The user was offered a sensor replacement as a resolution. B4. Date of this report 25 sept 2025. G3. Date received by the manufacturer? 25 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.